Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the lead exhibited greater than 3000 ohms impedance. The lead was replaced. The procedure time was extended.